Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) proximal conductor fractured. Full lead returned and analyzed.

Event description:
The lead was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. Follow up with the clinic revealed the cause of death to be congestive heart failure with no allegation of any device or lead issue as related to patient's death.